Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/20/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The date of issue is an approximation. It was reported that the patient experienced low blood sugar that resulted in a motor vehicle accident. It is unknown if the patient was using their device at the time of event. No additional patient or event information is available.